Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist sleeve of a minicap extended life pd transfer set. This was observed after use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for approximately one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, four (4) photographs were provided for evaluation. The photographs were visually inspected and a separation between the twist clamp and main body was observed. Broken occluder legs were observed beneath the twist clamp which caused the two components to be separated. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents, this could damage the transfer set materal. Should additional relevant information become available, a supplemental report will be submitted.